Manufacturer narrative:
Upon further investigation, the customer reported that there was no problem with the equipment and did not report for repair. The customer mentioned that there was nothing wrong with the equipment, there were no issues or error codes associated with the vent, and that the vent was working as intended. Based on this information, it has been concluded that this is not a reportable event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15oct2020.

Event description:
The customer reported vent alarm issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.